Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of implant of this mitral annuloplasty band, the device was explanted and replaced with a mitral bioprosthetic valve. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that, after the device was fully sutured into place but before the patient's chest was closed, the physician noted significant systolic motion of the anterior leaflet of the mitral valve with significant mitral regurgitation. The physician stated that the device was not defective in any way. The physician explanted and replaced the device with a bioprosthetic valve. There were no further adverse patient effects, and the patient was reported to be doing well at follow-up.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are circumstances in which a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. Overall, this event is potentially attributed to the native valve being unrepairable as surgical valve replacement was performed. This investigation found no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.